Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was trying to enter the manual bolus and down arrow would not respond on the insulin pump. Customer stated that her maximum bolus was not set to 15 and unable to use the down arrow to default to the maximum level. The customer was advised regarding scroll wrap notice feature. No further information provided.